Manufacturer narrative:
Corrected information has been provided in d1. Thrombosis/major bleed: the cause of the injury was not determined due to insufficient clinical details. Difficult/unable to remove through other device: the cause of removal issue was not determined due to lack of clinical details, and no product defect found during evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via direct left aorta approach in a (B)(6) year old male for elective valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the 5.5 while in the intensive care unit. On day 16 of support, the patient was taken to the operating room for device removal without field clinical support. The surgeon experienced resistance when attempting to remove the 5.5 from the left second intercostal space. The surgeon confirmed he did trim the graft and removed a clot. Upon second attempt, the device was pulled into the ascending aorta, but continued to have resistance. The patient's chest was subsequently re-opened and the pump successfully removed. During the explant, the patient experienced bleeding at the anastomosis on the anterior of the aorta. The remaining graft was removed, the site successfully repaired, and the patient transferred back to the intensive care unit. This event is conservatively reported as thrombosis prompted intervention, but there was no lasting harm or injury reported. Bleeding is a known potential adverse event of the impella 5.5. Per the instructions for use.the complainant intends to return the pump for investigation.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. D9 device was returned and date was added. E4 added selection as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.